Event description:
"Situation: cardiac arrest with intubation- ett failed. Background: 7.5 ett, balloon inflates but does not retain air. Assessment: lot# 73k1900434. Recommendation: item sequestered. (Was from a covid + room) no harm to patient, second ett was immediately available." Manufacturer response for ett, ett (per site reporter): [redacted date] initial contact for ids. [Redacted date] - [redacted name] ID'd the product. [Redacted date] - email sent to the rep's; RMA/mailer label requested. [Redacted date] - the correct rep and contact information found. Waiting on a response. [Redacted date] - RMA/mailer label received. Teleflex# (B)(4). [Redacted date] - sample shipped ups. [Redacted date] - final response letter received. No mfg root cause identified.